Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "when the surgeon went to insert the prosthesis, the tip of the inserter broke off. The part was retrieved."